Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and possible loss of osseointegration. Subsequently, the patient was treated with topical medication and oral antibiotics on (B)(6) 2016. Clinical management of the patient is ongoing.

Manufacturer narrative:
(B)(4). Per the clinic, the patient did not experience loss of osseointegration. The implanted device remains. Implanted device remains.